Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing difficulty breathing and has alleged that the device will not power on and the modem is not working. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing difficulty breathing and has alleged that the device will not power on and the modem is not working. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer received new and relevant information on 10/28/2024. The device was returned for lab investigation by pil. During the external and internal investigation it was observed that an unknown dust contaminant on the top cover, inside iso port, side panel, pca, blower cap, blower housing, right side assembly, blower outlet bellow, blower, blower housing, air inlet seal, and bottom enclosure. Pil observed black hairlike contaminant on the top cover, inside iso port, blower cap, right side assembly blower, and bottom enclosure. Pil observed the air inlet seal, and the blower outlet bellow were discolored. J9 appeared to have thermal failure. This issue is addressed in inv0636. Evidence of sound abatement foam degradation/breakdown was not observed. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Pil confirmed no presence of degraded sound abatement foam residue. Pil was not able to confirm the complaint of modem not working, no modem was returned with the device, or address the symptoms specified. The results of this investigation do not impact the calculated risks as outlined in ER-2203077 (v27). In addition, appropriate code updated/corrected in this follow-up report.